Event description:
The customer reported the image of the evis lucera elite gastrointestinal videoscope appeared on the monitor, but was noisy. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing.the device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: due to damage on the suction connector, a noisy image occurred, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the plastic distal end cover had a burn, the adhesives around the light guide lens had a white-clouded area and the adhesive was peeled, the light guide lens had a crack, the objective lens had a scratch, the adhesives around the objective lens had a white-clouded area and the adhesive was peeled, the image guide protector had a scratch, switch 3 had a scratch, switch 1 had a scratch, the universal cord had a wrinkle, the suction cylinder was shaved, due to clogging of the nozzle, no water was fed, due to clogging of the nozzle, no air was feed, adhesive on the bending section cover had a crack, chip and scratch, due to wear of the angle wire, the play of upward/downward angulation control knob was out of the standard value, and the connecting tube had a scratch and a wrinkle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified.if additional information becomes available at a later date, this report will be supplemented.olympus will continue to monitor the field performance of this device.